Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510(k) # is k053529.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) canada alleging that she was experiencing a battery indicator issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day a "couple of days" prior to contacting lfs. She stated that she manages her diabetes with insulin and due to the alleged issue, on an unrecalled day and time she increased her dose of medication, humalog increased by 4 units (usually takes 6 boot took 10u), lantus increased by 6 units (normally takes 28 took 34u). The patient claimed on an unrecalled day and time, a couple of days after the alleged issue started she developed a headache and had blurred vision. She denied receiving any form of medical intervention in response to her symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the device, the patient could not recall when the batteries had been changed last and did not have any new batteries available while troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination and low/ dead batteries. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.